Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was damaged. The following information was provided by the initial reporter, translated from german: customer confirmed over the phone that the description in the report is not correct, the part damaged is the black stopper. These syringes are no dosage syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 31-oct-2022 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the stopper was jammed between the plunger rod and inner barrel wall. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 0204833. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was damaged. The following information was provided by the initial reporter, translated from german: "customer confirmed over the phone that the description in the report is not correct, the part damaged is the black stopper. These syringes are no dosage syringes."